Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as a severed electrode, which are believed to have occurred during revision surgery. Visual inspection also revealed a dented bottom cover. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The residual gas analysis (rga) test was above the test limit. This device had moisture that exceeded the residual gas analysis (rga) test limit. Based on an assessment of the residual gas analysis (rga) data, it is determined that this device was non-hermetic. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced a fall. Following the fall, the recipient presented with implant issues. Device testing was not completed due to no contact with implant. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.